Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexl1293 showed no other similar product complaint(s) from this lot number.

Event description:
We have had two guidewires unravel and split.